Event description:
Pt reported the infusion device did not display a w1 (cartridge low) alert message on (B)(6) 2010. Pt stated she ate, programmed 2.1 units of insulin and then the infusion device displayed an e4 (occlusion) error message. Pt reported she checked the infusion device and saw the insulin cartridge was empty. Pt stated her blood glucose level was over 300 mg/dl. Pt stated she changed the insulin cartridge and the infusion set. Pt reported her current condition is fine. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.